Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion could not be determined. Pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an effusion. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted one mitraclip had been previously implanted. One clip was implanted, reducing mr to a grade of 1. However, the post procedure echocardiogram showed a pleural effusion. The physician stated the sgc may have caused or worsened the pleural effusion. For treatment, pericardiocentesis was performed. To further fix the effusion, a cardiac window was performed. The patient is in stabile condition. No additional information was performed.